Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) winterthur legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: the patient underwent a revision surgery on august 1, 2006 after 4 months in vivo time due to unknown reasons. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer biomet. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore, the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4)considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a cls spotorno, stem, 145, uncemented, 10.0, taper 12/14 on (B)(6) 2006 and was revised on (B)(6) 2006 due to unknown reasons.

Manufacturer narrative:
D11: medical product: metasul ldh, head, 50, code p, taper 18/20, item# 01.00181.500, lot# 2282604 therapy date: aug 1, 2006. Medical product: cls spotorno stem, 145, uncemented, 10.0, taper 12/14, item# 290009100, lot# 2151025 therapy date: aug 1, 2006. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. Trend analysis: no trend identified. Event summary: after review of the investigation of (B)(4) it was discovered that the patient had an additional surgery. Therefore this complaint is opened. The patient underwent a revision surgery on (B)(6), 2006 after 4 months in vivo time due to unknown reasons. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2016-01185, 0009613350-2018-00898.

Event description:
A patient is pursuing a product liability claim. It was reported that the patient had a revision surgery approximately 3 months post implantation due to unknown reason.

Manufacturer narrative:
This case has been reopened as new information has been received. New investigation is available trend analysis: no trend considering the following event is identified: revision due to leg length discrepancy device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: after review of the investigation of (B)(4) (MFR 0009613350-2016-00820), it was discovered that the patient had an additional surgery. The reason for the revision surgery was unknown. Additionally, based on the njr database entry, the reason of revision could be assumed as leg length reconstructed too long and back pain. The cup was not revised and did not contribute to the event, therefore the investigation was performed on head and stem components. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis . Review of product documentation: - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination for metasul head using dfmea: - implant deformation, compromised implant fixation due to impaction force by assembling head or adapter on stem taper => possible: as the device condition is unknown, this cannot be excluded. - mal-function of articulation and/or leg length difference due to wrong size of head diameter and/or offset => possible: as the wrong size/offset of the head or adapter can affect the reconstructed leg length. - inadequate taper press fit due to insufficient assembling impaction force (head/adapter to stem taper) => possible: as the bad assembly of the taper can affect the length of the neck. - inadequate taper press fit due to insufficient assembling impaction force (taper adapter to head) => possible: as the bad assembly of the taper can affect the length of the neck. - unsecured taper press fit due to off axis impaction => possible: as the bad assembly of the taper can affect the length of the neck. Root cause determination for cls stem using rmw : - leg length discrepancy, implant breakage, bone fracture due to wrong planning template used / misinterpretation of the x-ray templates regarding center of rotation/leg length/offset => possible, as the possibility cannot be excluded. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The most possible cause is a wrong size/offset implant was implanted, possibly due to misinterpretation of the x-ray templates during the planning phase. The leg length discrepancy could further contribute to the back pain. However, based on the given information and the results of the investigation, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed again. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It has now been reported that the reason for the revision was leg length reconstructed too long and back pain.